Event description:
The endopath ets-flex45 stapler did not have a staple reload when opened from the package. Scrub nurse and surgeon were not aware of this. Previous type of endopath stapler came with staple reload in it upon opening. Surgeon attempted to use the endopath ets-flex45 stapler without reload inserted. Then he noticed it did not work. Reload was inserted and the surgeon attempted to divide bowel again. The endopath ets-flex45 stapler stapled the bowel, but did not cut. Surgeon was given an entirely new endopath ets-flex45 stapler and staple insert. This time it functioned properly upon use.